Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 6943 lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the left ventricular lead impedance increased suddenly and continued to climb and was high over the next several months. Loss of capture also occurs at greater than 4 volts. The lead had a possible fracture. The lead was explanted and replaced. During the procedure, the physician elected to replace the device as the estimated longevity was nine to twelve months. The physician was not pleased with the estimated longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.